Manufacturer narrative:
Per tandem user guide: "place bottom of the cartridge at the end of the pump. Make sure cartridge is lined up to both guide tracks." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the cartridge. There was no adverse impact to the customer's blood glucose level. Reportedly, customer was not aligning the cartridges properly. Customer would removed cartridge and re-insert it to resolve issue.